Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was very upset; they had been having trouble with the implant since it was put in. Almost immediately after implant, they experienced major pain; pain down their leg, in their back, and in their tailbone. It was noted that they tried to adjust it and had a pa adjust it, and they still had problems with pain and their bladder symptoms. It was also reported that they had it ¿taken out and put back in;¿ their healthcare provider took the device out and put the same components back in, and the manufacturer representative was present at the surgery. The manufacturer representative clarified that the patient had a revision on (B)(6) 2016 due to ¿pain in their implant site.¿ the healthcare provider implanted the battery deeper in the original pocket site. It was noted that the pain was not directly due to the device, but due to the position of the device in the pocket. The patient also stated that they ¿had trouble walking from bathroom to living room without losing all their urine and getting up all night,¿ and they kept ¿getting numb all over.¿ they believed the numbness and pain was all from the battery. They also reported that they ¿had mini strokes¿ starting on (B)(6) 2017. They stated that they didn¿t know if the mini strokes were from the battery, but they assumed so and their doctors didn¿t know either. It was mentioned that they were scheduled for an MRI of the head, but the MRI tech didn¿t want them to go into the room, and didn¿t want to perform the MRI. They stated that: the ¿device was ruining everything¿ and they just wanted it out; their pain, urine symptoms, everything had been getting worse for the past few months; and they were ¿just about to have a breakdown with it.¿ they noted that they turned their device up the other day because they ¿kept losing urine like crazy,¿ and then it all started again with the pain and numbness in their sides and down their leg. They turned the device all the way down and were having so much pain they couldn¿t even sit. They went back to the healthcare provider office to have it adjusted but the pain was unbearable now. It was reported that the ¿device was coming through their skin again,¿ and that they could feel it. They had tried turning stimulation off, and it helped the pain in their leg a little bit, but the pain from the battery coming through the skin was unbearable. No further patient complications were reported.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. H6: addition of patient code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said they were suppose to hear form the manufacturing company, but was unable to provide further information. They also said they had been sick so they did not follow up sooner. The patient was very escalated and disconnected the call. The manufacturing company was unable to clarify further information. No further patient complications have been reported as a result of this event.